Event description:
Patient had episodes of near fainting. Investigation of the pacemaker revealed both over-sensing and under-sensing chest x-ray revealed the left arterial lead out of position and aimed towards the left side of the heart. Patient underwent replacement of the pacemaker lead. The lead was given to the manufacturer rep. Goss examination revealed abraision of the outer silicone protective coatdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: insulation degradation/deterioration, insulation. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.